Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was able to close onto tissue; however, the clip would not release from the catheter despite opening and closing the handle multiple times. Consequently, they ended up having to rip the clip off of the tissue enable to remove the device from the scope. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was able to close onto tissue; however, the clip would not release from the catheter despite opening and closing the handle multiple times. Consequently, they ended up having to rip the clip off of the tissue enable to remove the device from the scope. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a15 captures the reportable event of clip would not release from catheter. Block h10: investigation results the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Microscopic examination was performed, and it was found that the clip had no activation performed. The yoke was returned detached from the control wire and the clip assembly was deformed in the bottom part. Additionally, the bushing had hit marks. No other problems with the device were noted. The reported event of clip would not release from catheter was confirmed. It is possible that the amount of tissue grasped was bigger than the clip could close, causing the customer needed to apply an excessive force to close the clip arms, and due to the amount of tissue, the clip was able to detach from the bushing but not to release from the control wire. It is likely that the physician tried to open again the clip arms and this time, a soft deployment could have occurred. Subsequently, when the customer pulled back the handle for closing the arm again, this action induced that the capsule got localized incorrectly on the bushing; therefore, causing that the capsule and the bushing got stuck. While the physician tried opening and closing the clip in order to release the clip assembly, this technique generated that the yoke got detached from the control wire. Additionally, the hit marks found on the hooks of the bushing is likely caused when the capsule and the bushing got stuck. It is important to highlight that during product analysis, the bushing and the capsule were separated requiring a lot of force, hence, this action could further aggravate these problems. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as the customer forcibly pulled a deployed clip from the tissue during the procedure, which is not describe in the instructions for use.